Event description:
The facility reported to customer service an infusion pump with a depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. The customer reported no injury or medical intervention. No additional contact information was available. The pump was returned for service. Baxter service found failure 570:320:844:0000 in event history due to depleted main batteries.

Manufacturer narrative:
Evaluation summary: inspection of the device revaled potentially damaged batteries. Baxter service replaced the main batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on april 1, 2005, and is in the implementation stage. Additional ref: 6000001-12/13/05-019-c.